Event description:
On 4/13/84 an ipp device was implanted. On 7/7/88 the cylinders and pump were revised. On 2/10/97 the entire device was removed from the pt and replaced due to fluid loss-tubing rupture-reservoir tubing and pump quit working. Add'l lot/ser no: 8865g.